Event description:
It was reported that the gastrointestinal videoscope had error e216 (scope communication error). The issue occurred during a diagnostic procedure and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.